Manufacturer narrative:
The test strips have not been returned to complete the investigation. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. No information was provided in the case that would point to a cause for the discrepant results.

Manufacturer narrative:
Na.

Event description:
The customer complained of erroneous results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The patient had low blood symptoms and was tested on the inform ii meter with a finger stick result of 135 mg/dl. A sample was drawn for the laboratory within 10 minutes. The result from the laboratory was returned 30 minutes later with a result of 30 mg/dl. The patient was treated with glucose tablets based off of the result of 30 mg/dl. The patient felt better "shortly after" the tablets were consumed. It was noted that quality controls were run on the meter within 24 hours of the test and were acceptable. No adverse event occurred. The patient is currently feeling okay. It was noted that 2 other patients on the same night were tested with inform ii meter with serial number (B)(4) and another inform ii meter with an unspecified serial number and the inform ii meter with serial number (B)(4) read lower than the other inform ii meter with the unspecified serial number. No actual results were provided. The test strips were requested for investigation.